Manufacturer narrative:
The device was under evaluation by the manufacturer¿s complaint handling unit as part of the investigation of a separate, non-reportable complaint (B)(4). During this testing, the pump failed the 30 psi occlusion pressure test, alarming at 20 psi, which is below the specified passing range of 22¿38 psi. The issue was not related to the original complaint allegation and was discovered during internal complaint evaluation. The 30 psi calibration value (206) was calibrated to (229) to bring the device within specification. After recalibration, the device was retested and passed the occlusion pressure test. No patient involvement or adverse event occurred. This failure mode is currently being investigated under CAPA zm2023-23.

Event description:
During testing, the device failed the 30 psi occlusion pressure test, alarming at 20 psi, which is below the specified passing range of 22¿38 psi. The issue was identified during manufacturer testing; no patient involvement or clinical use was associated with this event. To correct the failure, the 30 psi occlusion value was recalibrated from 206 to 229. After calibration, the device was retested and passed the occlusion pressure test at 23.20 psi which is within specification.